Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was expanding the following information was received by the initial reporter with the following verbatim. It was reported by customer that the IV tubing developed a large bubble in the line that was filled with fluid in the area of the tubing located just below the portion inserted into the pump.

Manufacturer narrative:
The customer reported ballooning, and returned one sample of material: 2420-0007, lot: 24115389. Upon initial visual examination, the set had a damaged, ballooned section in the pump segment, and the complaint was verified. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material#: 2420-0007, batch#: 24115389. It was reported by customer that the IV tubing developed a large bubble in the line that was filled with fluid in the area of the tubing located just below the portion inserted into the pump. Rcc received a complaint via email. Medical center recently experienced a product failure event with bd alaris IV tubing, product#: 2420-0007, lot#: 24115389. Team members reported the following: ¿the IV tubing developed a large bubble in the line that was filled with fluid in the area of the tubing located just below the portion inserted into the pump. ¿ additional information received on 31jan. 1. Can you please provide an exact date of event in mm-dd-yyyy format? 01-27-2025. 2. When was this defect observed? During or before use? During use. 3. What was the impact to the patient? None - was never attached to the patient. Observed while priming the line. 4. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details - n/a.